Event description:
This pt sustained a right intertroch fracture in 10/1999. Pt underwent a compression hip screw at that time. Two weeks later the "chs" failed and pt was taken back to surgery for bipolar prosthesis. Pt did well for several months and now presents with increasing pain and pt is unable to bear weight on their right side. Pt was admitted to this facility for a conversion from the bipolar prosthesis to a right total hip arthroplasty.